Event description:
Patient presented to the physician with pain around the larynx where the stimulation lead wire was placed. Imaging was performed which confirmed the stimulation lead wire was close to the larynx. Physician brought the patient into the or, removed the stimulation lead, re-tunneled, placed a new stimulation lead, and closed.